Manufacturer narrative:
(B)(4). Medical product: femur cemented cruciate retaining (cr) catalog # 42572606802 lot # 64706638; tibia cemented stemmed catalog # 42532007902 lot # 64735786; biomet bc r 1x40 us catalog # 110035368 lot # z34aalo302. Customer has indicated that the product will not be returned because it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0001822565-2022-00581 . Remains implanted.

Event description:
It was reported that patient had an arthroscopy and manipulation under anesthesia eight months post implantation due to stiffness and arthrofibrosis. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. On (B)(6) 2021, the patient had a right total knee arthroplasty, developed arthrofibrosis and stiffness requiring a mua on (B)(6) 2021. According to tabers medical dictionary manipulation of a joint is a mobilization technique, sometimes involving a rapid thrust or stretching of a joint, with or without anesthesia. With anesthesia is (mua). Per clinical orthopaedics and related research (how to treat the stiff total knee arthroplasty, a systematic review), mua is used to treat and resolve arthrofibrosis (scar tissue). This procedure is performed to increase articular motion and reduce chronic pain from arthrofibrosis. The indication for manipulation under anesthesia is related to limited range of motion and stiffness due to adhesions/scar tissue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.